Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 167 mg/dl.